Manufacturer narrative:
Upon receipt the lead was found cut 14 cm distal to the df-1 connector pin. A proximal and a distal lead fragment were received for analysis. The distal part of the distal lead fragment was found stretched. Explantation aids were still mounted on the lead body. The lead fragments were scrutinized including and visual and electrical inspection. Multiple signs of wear were detected on the lead body, in particular in the distal area of the distal lead fragment the insulation was found damaged due to wear and a short circuit was measured. This damage is assumed to be the root cause for the observed impedance drop. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed right ventricular shock coil and the stretched distal part of the distal lead fragment most likely occurred during the extraction procedure due to tensile forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 71 months, oversensing on the ventricular channel was reported.